Event description:
Allegedly, during a foreign object removal procedure, the jaw broke off in patient during retrieval. There were 2 objects to retrieve; the doctor used another grasper and removed one of them, but the other object and the jaw of the forceps could not be visualized in esophagus. Fluoroscopy located them in patient's stomach. The doctor took no further actions; he decided it was best to allow patient to pass in the feces at a later time. We received a copy of MDR 4300160000-2013-8019 filed by the hospital from the FDA.